Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a series of concerning events following a fall and an MRI. The patient had fallen on concrete on (B)(6) 2024, resulting in hospitalization for a week. On (B)(6) 2025, the patient experienced another fall, during which they blacked out and remained on the floor alone for 13 hours. Following this incident, the patient was taken to the hospital for testing, which revealed no broken bones or internal bleeding. The caller reported they think the patient had an MRI at the hospital and reported the patient has not been himself since then. The caller stated they don't know if the MRI was performed and did something to the stimulator. The patient has been experiencing memory issues, including difficulty remembering recent events and not knowing the current year. A cognitive test was also conducted. Concerns were raised about the functionality of the deep brain stimulation device, stating they don't know if it's the dbs or if something is "maybe not wired right". The caller said that now the patient's neurologist is requesting a brain MRI and another type of MRI scan (neuroquant). The caller inquired about information related to compatibility. The agent reviewed the MRI guidelines and redirected the caller to consult their healthcare provider for further evaluation and assistance.